Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that during the loan kit inspection, it was identified that a depth gauge is missing nipple. There are no surgeon, procedure, or patient details available. No further information can be obtained as the case was not reported by the customer. During manufacturer's investigation of the returned device it was identified that the cap was missing from the device and also the distal tip was deformed. This report is for one (1) depth gauge for 2.7mm & small screws this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: e3: reporter is a j&j sales representative. H6: photo investigation: the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device image. Visual analysis of the photo revealed that the complaint condition was not clearly visible in the evidence provided. H3, h6: a product investigation was conducted. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the device found the cap was missing from the device. Also, the distal tip was deformed. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was unable to be performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the depth gauge f/scr ø2.7 - 4 meas-range up would have contributed to the complained issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: device history record (DHR) review conducted: part:319.010 lot no:9895972 release to warehouse date: 25 apr 2016 manufacturing site: werk bettlach a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.